Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not possible. A review of the system log files confirmed the issue related to geometry movements. Upon remote troubleshooting, the philips remote service engineer (rse) found that the geo control module was stuck down. Users had found 'acc' in control room module was stuck down. To resolve the issue, the geo control module was released, and all movements were restored and the rse advised to wipe around module and monitor. After this, the reported issue reoccurred and the fse replaced the geo control module. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was showing an error message, and that the geometry movements were not possible. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.